Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, they ran the kpc test and the real intelligence robotic drill accepted and lock the bur, but it did not sound right and failed a number of checks. They re-tested a few more times with failures each time. When attempting to unlock the bur an error appeared. They hit continue and tried multiple times with no progress. Also, the ri robotic drill attachment got stuck on real intelligence robotic drill. Therefore, the procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Then, they powered down the machine and unplugged the drill and moved into another room in order to check it. They powered up the system and replugged the drill and set up a dummy case, but same error occurred when attempting to unlock the drill, and long attachment did not release. Also attempted to remove the long attachment via drill diagnostics. The drill would sound like it was unlocking to remove the long attachment, but would still not budge. Retried a few times with no change. The drill has the tracking array and long attachment stuck on the drill.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem (physical resistance/sticking) was confirmed. The drill attachment and drill tracker array were stuck on the drill. The drill was disassembled and the drill attachment was removed. It was determined that the drill attachment bearing shaft lock nut was out of torque spec. A kpc test was then performed with passing results. The drill functioned as intended without any errors or issues. A case was run and the drill performed as intended. The most likely cause of this event is the mechanical lock nut in the drill attachment became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during set up for a cori assisted tka surgery, the real intelligence robotic drill did not sound right and failed a number of checks during kpc. When attempting to unlock the bur, a system time out error appeared. They hit continue and tried three times but the same error appeared. Also, the ri robotic drill attachment got stuck on real intelligence robotic drill. Therefore, the procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem (physical resistance/sticking) was confirmed. The drill attachment and drill tracker array were stuck on the drill. The drill was disassembled and the drill attachment was removed. It was determined that the drill attachment bearing shaft lock nut was out of torque spec. A kpc test was then performed with passing results. The drill functioned as intended without any errors or issues. A case was run and the drill performed as intended. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.